Event description:
It was reported that the ilet user experienced a blood glucose ¿rollercoaster,¿ with device reports showing meals adapted correctly but frequent late meal announcements; education was provided on proper meal timing and the user was advised to avoid using meals as corrections, with additional training assigned for cgm target settings and reinforcement of correct meal announcement protocol, involving the ilet system and treatment of lows with oral glucose. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 53 mg/dl to 401 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.